Manufacturer narrative:
The device has been evaluated at the manufacturer for investigation. An evaluation was conducted and the primary failure of the trigger magnet falling out causing the device to run on its own was confirmed. This failure occurred due to a failure of the adhesive used to retain the magnet in the trigger bore. A crimped feature has been implanted for mechanical retention of the magnet. This device was manufactured before the implementation of this change.

Event description:
It was reported that the device ran on its own during testing. There was no pt involvement and no adverse consequences.